Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reloads: gst60t lot# p4r19t, gst60g lot# p4r311.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was used with one black reload followed by five green reloads. It was noticed that the cut line was jagged and there were some unformed or not fully formed staples on the specimen side only. There was not any specific firing where this was seen, but an overall comment. There were no issues with the patient side and a leak test showed no leaks. The surgeon was using buttressing material during the case. The same device and respective reloads were used for the entire procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned with no apparent damage and with six cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.